Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter with a thruway guidewire still inside the device. The device was visually and microscopically examined for any damage. Visual examination that the electrical, aspiration, infusion lines are cut. Microscopic examination revealed no additional damages. The guidewire was able to be removed without any issues. A test guidewire was used for device-to-device interaction test and there were no issues tracking over the wire. Because there was no evidence of any product quality deficiencies, it was considered likely that the cut lines were attributable to handling after the procedure. So, the cause code unintended use error caused or contributed to event was used for this damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found no damage that would have contributed to the reported event.

Event description:
It was reported that catheter entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. During the procedure, the physician had the impression that fine calcium particles entered inside the catheter between the thruway guidewire and the catheter. The particles jammed the catheter and the guidewire together. Both the catheter and guidewire had to be removed together and access was lost. No patient consequences were reported; however, the procedure was cancelled and completed on a different day. It was further reported that the procedure was in fact completed on the same day. The case had been completed before the catheter entrapment occurred.

Event description:
It was reported that catheter entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. During the procedure, the physician had the impression that fine calcium particles entered inside the catheter between the thruway guidewire and the catheter. The particles jammed the catheter and the guidewire together. Both the catheter and guidewire had to be removed together and access was lost. No patient consequences were reported; however, the procedure was cancelled and completed on a different day. It was further reported that the procedure was in fact completed on the same day. The case had been completed before the catheter entrapment occurred.

Manufacturer narrative:
B5 updated. H6 impact code updated.

Event description:
It was reported that catheter entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. During the procedure, the physician had the impression that fine calcium particles entered inside the catheter between the thruway guidewire and the catheter. The particles jammed the catheter and the guidewire together. Both the catheter and guidewire had to be removed together and access was lost. No patient consequences were reported; however, the procedure was cancelled and completed on a different day.